Event description:
This 33 year old patient with previous caesarean section has developed rh sensitization during this current pregnancy, fortunately the delta od titers have remained satisfactory. She has made it to 37 weeks, perinatology has recommended delivery at this point. Because of the patient's previous history of ileal diversion and intestinal surgery, we have asked to stand by in case assistance is needed with bowel injury or with lysis of adhesions.procedure: the patient was administered an epidural anesthetic block and anesthetic levels were tested. The patient was positioned in the dorsal supine postion with the uterus deviated toward the left and prepped and draped. The abdomen was entered with a left paramedian vertical incision between two preveious similar incisions. We incised into fascia in a vertical manner also and entered the peritoneum dissecting to the limits of the incision. A bleeder was found on what seemed to be peritoneum and we coagulated this near the upper edge of the incision. We incised the bladder peritoneum to dissect the bladder flap down to the lower uterine segment and then made a transverse incision in the lower uterine segment, frontal pressure was applied, the baby was delivered fromt he vertex position. It was a female with good apgars, the cord was clamped, divided. Blood sample was obtained. The placenta was manually removed. The endometrium was closed with a running suture of #1 chromic. The outer myometrium was closed with a running #1 chromic suture. The visceral peritoneum was closed with a running 2-0 vicryl suture. We then identified the right fallopian tube, grasped with a babcock clamp, there was relatively little mesosalpinx through which to maneuver aside from very ___pelvic varicosities. We placed a chromic suture through the mesosalpinx and tied it on either side of a section of fallopian tube which we then transected in a modified pomeroy technique, sending the specimen to pathology and it was returned to the abdomen and a similar procedure was performed on the other side with the same results. Both ovaries and tubes were essentially uninvolved by adhesions. Inspection revealed no significant adhesions in the pelvis. There were a few near the inner aspect of the ileostomy. As we prepared to close, inspection revealed that we had encountered a thermal injury to the ileum. Just under our incision during entry we asked dr. To inspect this and he scrubbed into the case and resected the area around the thermal injury and repaired this area. He also lysed some adhesions that we had noticed near the ileostomy on the inside of the peritoneum, we lavaged the pelvis with antibiotic solution, then removed all instruments, lap pads, sponge and needle count were correct. The parietal peritoneum was closed with running 2-0 vicryl suture. The fascia was closed with interrupted and running sutures of 0 pds. (Continued on next page under #7. Other relevant history)